Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device displayed battery depletion alert showing signs of premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to field d6a: explant date. This report contains correction to following fields: 1) h4- device manufacturer date 2) d6a- implant date this report contains corrections to section a: patient information.

Manufacturer narrative:
This report contains corrections to section a: patient information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device displayed battery depletion alert showing signs of premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device displayed battery depletion alert showing signs of premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. The has been returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Amendment corrected fields: g2 report source.

Manufacturer narrative:
This report contains correction to following fields: 1) h4- device manufacturer date. 2) d6a- implant date.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device displayed battery depletion alert showing signs of premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected. Device currently remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device displayed battery depletion alert showing signs of premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected. Device currently remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device displayed battery depletion alert showing signs of premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Amendment: corrected fields: g2 report source. H7 if remedial act init, type.